Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during the manual prime. The customer did not recall the blood glucose reading at the time of the event but the most recent blood glucose reading was 192 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The insulin pump had not been exposed to a high magnetic field. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and a stained end cap sticker.